Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind and motor position encoder error confirmed in the history file due to motor encoder signal out of phase. They were unable to perform the displacement test due to the motor error alarm. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 232 mg/dl. The customer stated having motor error alarms for a few months. The customer tried to treat but needed to refill the reservoir and they received the motor error alarm. The customer had an MRI done. The drive support disk was normal. Troubleshooting was not able to resolve the issue. The device was returned for analysis.